Manufacturer narrative:
The product analysis indicates one opened sample of part number 1884075hse from lot number 0210876764 received. There was a residue consistent with biological contaminants on the device. Visually, the inner tip was separated from the rest of the assembly which would have resulted in the reported event. The portion that became detached measured 0.50¿ long. The inner assembly was removed from the outer assembly for further analysis. There was wear inside the distal end of the outer tube and corresponding wear to the inner assembly which may indicate aggressive use. The break point corresponds to a laser weld between the cutting head and the remainder of the assembly. The weld broke through the center with what appeared to be adequate penetration of the weld into the components. There was no allegation of a defect prior to use. The information most likely indicates the breakage was the result of aggressive use. The reported issue was confirmed. The device condition was out of specification as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis is not yet complete as the returned package did not contain reported product. Evaluation is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the bur tip broke off during a procedure. The bur tip was immediately retrieved and did not require additional equipment or an additional procedure. The case was completed using another bur. There was no patient injury.